Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to patient experienced a limited benefit leading to device non-use. Reimplantation is planned but had not taken place at the time of this report.